Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6). Batch: 7132484. UDI:(B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a spinal cord stimulator lead explant procedure and the explanted devices were not returned.